Event description:
Smith and nephew legion total knee replacement ps high flex polyethylene post fracture creating knee instability requiring revision surgery for polyethylene revision to a constrained implant.